Event description:
A sentrant sheath (sensh1428w) was intended to be used as a conduit during a tavi procedure. It was noted that the sentrant sheath was free from any defects. The patient presented with hypotension and pericardial effusion it was reported during the index procedure, that the medical team inadvertently perforated the left ventricle while positioning the guide within the ventricle. Despite efforts, including cardiorespiratory resuscitation and pericardial drainage, the interventions were unsuccessful, and the patient expired during the index procedure. Per the physician the cause of the perforation and subsequent death was due to user error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; the sentrant sheath was inserted into the patient following the puncture. It was determined that the sheath did not cause or contribute to the patient¿s death, and there has been no complaints against the device. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.